Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained that accu-chek inform ii meter with serial number (B)(4) had been dropped and the test strips couldn't be inserted into the strip port. The customer also complained of discrepant glucose results for 1 patient tested on this meter. The patient was initially tested on the inform ii meter at 2:37 p.m. And the result was 455 mg/dl. The patient was re-tested on the same meter at 2:40 p.m. And the result was 289 mg/dl. The operator didn't think either result was correct and tested the patient on a different inform ii meter at 3:04 p.m. And the result was 127 mg/dl. This result was believed to be correct. There was no indication the patient received any treatment and no allegation that an adverse event occurred. The patient was discharged on (B)(6) 2018 in good condition. Qc is run daily and must pass to use the meter. Qc passed within 24 hours of the tests. The customer thinks the discrepant results could be due to operator error or that the patient's finger wasn't clean. The initial 2 results were run by one operator and the final result that was believed to be correct was run by a different operator. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was received for investigation. A functional check, visual and optical investigations were performed. It was found there was contamination/oxidation inside the meter on the electronics. Quality control material was tested with the returned meter and retention strips from lot 475971. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 42, 42, 42 mg/dl, level 2: 290, 290, 288 mg/dl . All returned results are within an acceptable range. The product performed according to the specifications.

Manufacturer narrative:
Correcting the result values and the retention strip lot used for testing. The customer meter was returned for investigation. Quality control material was tested with the returned meter and retention strips from lot 475496. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 43, 44, 44 mg/dl, level 2: 290, 301, 296 mg/dl. All returned results are within an acceptable range. The product performed according to the specifications.